Manufacturer narrative:
Caster jammed from rubber separated from wheel.

Event description:
It was reported by service report that the bed would not roll. No pt involvement or adverse consequences are reported.